Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). The 1a is designated for candidates on the waiting list who have the highest priority on the basis of medical urgency. Patients may be listed as status 1a for 30 days at any time after lvad implantation when they are clinically stable. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include gi bleeding and avms. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient had bright red blood in his stool and went to local ed. Hgb found to be 6.0 g/dl, patient was transfused 1 unit of red blood cells (rbc). Patient was then transferred to another facility for further evaluation and treatment. Upon admission blood lab work was done and the patient was started on protonix. On (B)(6) 2016 the patient underwent esophagogastroduodenoscopy (egd) and colonoscopy. To assess cardiac output the patient underwent a right-heart catheterization (rhc). Cardiology felt the patient was well perfused with hemodynamics stable and vad was maintained at 3000 rpm providing flow 6 lpm. Anticoagulation was resumed on (B)(6) 2016, asa maintained at 81 mg. The patient received an additional 2 units of rbc on (B)(6) 2016. Patient was listing status upgraded to 1ae for vad complication - recurrent gi bleeding. Patient was discharged to home (B)(6) 2016. No additional information provided.